Event description:
In 2009, a patient underwent initial aaa repair. Seventeen days following the procedure, the left iliac artery appeared to be occluded. The cause of this occlusion was determined to be a kink in the iliac leg graft. The physician performed a clot lysis and later placed a balloon expandable stent. The patient seems to be doing better.

Manufacturer narrative:
This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU provides recommendations for proper selection of graft size based on patient's specific vessel diameter. The IFU also states that: "vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." The failure mode assigned to this case is kinked. This failure mode was determined based on the provided event description supplied by the local cook representative. A definitive root cause cannot be determined or reported at this time. However, the anatomy of the patient may have been a contributing factor to the kink. We will continue to monitor for similar complaints.